Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to deformed stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe the stopper was discovered to be deformed. The following information was provided by the initial reporter, translated from (B)(6) to english: when preparing using the abg, it found that the abg's stopper was deformed.